Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer contact reported that the ac module failed during testing. There was no reported pt involvement and/or pt impact.